Event description:
A CT and myelogram done on (B)(6) 2011 showed a failed interbody fusion at l4-5, and narrowing of the l5-s1 disc.

Event description:
It was reported by the patient's attorney that the patient was pre-operatively experiencing recurring lower back pain and pain-producing degenerative changes. The patient underwent posterior spinal surgery in which a spherical interbody device was implanted at the l4-5 level. Reportedly the patient developed neurological injuries post-op and later underwent another procedure for removal of the device. The patient currently receives pain management treatment.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies were not provided to the manufacturer for evaluation. We are unable to determine cause of the event.

Manufacturer narrative:
(B)(4).